Event description:
The customer's grandmother reported via phone call that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level. She was released that same day but went back on tuesday and was not released until (B)(6). Customer's blood glucose level was 670 mg/dl. She had a diabetic ketoacidosis. The customer was wearing her insulin pump at the time of the emergency room visit. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.